Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/05/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 3/26/2024: the pump's event log was pulled and reviewed, which highlighted several abrupt power offs, as reported by the end user. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. During the event log review it was also noted that there were several upstream occlusion alarms in the event log, seen by the "e04" alarm code, 18 in total. The pump was then tested with the testing protocol for battery and power complaints. The pump was unable a 50 ml infusion without powering off before finishing. The testing protocol calls for a 100 ml infusion but the customer's current library prevented a full 100 ml infusion from being ran. Pressing the bolus button on the pump prompted both upstream occlusion and then later an abrupt power off. The infusion was restarted and it powered off on its own again. A new battery was put into the pump and a battery reset was done. The infusion was began and then the same results happened again, prompting an upstream occlusion alarm and an abrupt power off. It was also noted that the pump's information label on the back of the pump is completely erased. Functional testing confirmed the reported condition, being able to be duplicated during testing. Reported issue found, device not performing to specification.